Event description:
It was reported that during a percutaneous intervention (pci) stenting procedure, balloon rupture occurred. The target lesion was located in an unknown vessel. The physician advanced a 2.50 x 16mm promus element stent to the lesion. The device was inflated, after the stent was deployed the balloon ruptured on the first inflation. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is okay.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated my manufacturer: a visual and microscopic examination of the device found a longitudinal tear on the outer/ inflation lumen. The tear measured approximately 3.5mm in length and the tear was located 75mm from the tip. A visual and microscopic examination identified stent damage. Struts in the middle of the stent were was slightly raised and misaligned. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).